Event description:
It was reported, the pt was implanted with two electrodes. The pt had surgery to have one electrode replaced and one electrode checked because of intermittent stimulation. During surgery, when the surgeon tried to disconnect the first electrode to replace it, the electrode was stuck in the extension. When the surgeon tried to screw the new electrode into the extension with a torque wrench, it did not work properly and did not "click". The surgeon was afraid to break the electrode; the surgeon tightened the electrode as much as he could. The surgeon verified the connection. The electrode appeared to be well inserted and correctly set. The same screwing problem occurred with the second extension. After surgery, device interrogation revealed impedances for one electrode were too high.